Event description:
When attaching 2 phaseal optima connector pieces together, one of the pieces ejected from the other. Upon examining the pieces, it appears that one of the pieces was defective/broken.